Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Correction: a supplemental medical device report (smdr) # 3 is being filed to correct the date received by MFR on the prior filed initial/supplemental report. Incorrect date of 06/15/2015 is being corrected to 07/10/2015. (B)(4).

Event description:
Instrument did not give any error messages. The event occurred during surgery, but the surgery was successfully completed without delay and there was not patient impact. Additional information has been requested but not received to date.

Event description:
A customer reported an issue with the system. There was poor-none phaco. At the time of this report it was unknown if it happened during surgery or if there was any patient involved. Additional information has been requested but not received to date.